Manufacturer narrative:
Analysis of the paddle lead found that only a small portion of the terminal end lead tails were returned and that each tail had setscrew engagement marks indicating the paddle lead had been properly secured in the ipg header before accidently being cut.

Event description:
It was reported that during ipg replacement (manufacturer report number 3006705815-2021-00264) the physician accidently cut the wire of the lead. As a result, the lead was explanted and replaced addressing the issue.